Event description:
It was reported that the patients primary cell dbs device had entered elective replace indicator (eri) mode. The patient underwent a revision procedure where the implantable pulse generator (ipg) was replaced. The patient is doing well post-operatively. The ipg was disposed of by the hospital.